Event description:
Customer indicated abo discrepancies occurred on donor samples tested on galileo. The customer stated no adverse events occurred as a result of the abo discrepancies.

Manufacturer narrative:
Aborh testing was performed with in-house donor samples of known abo/rh types using retention anti-a, lot 101676, anti-b series 3, lot 203228, and anti-d series 4, lot 504696, on an in-house galileo. These lots were used by the customer at the time of the event. All in-house donor samples typed as expected. Fwd_aborh testing was performed with customer's returned donor samples using retention anti-a, lot 101676, anti-b series 3, lot 203228, and anti-d series 4, lot 504696, on an in-house galileo. Results obtained matched the customer's manual typing results.